Event description:
Health professional reported pt in (B)(4) study experienced gastric prolapse/band slippage. The lap-band ap system was removed.

Manufacturer narrative:
(B)(4). The rptr of the complaint was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visual examination my determine the connector type associated with this report. Band slippage and pouch dilation are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and pouch dilation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."